Manufacturer narrative:
The boston scientific field representative who was present at the revision procedure stated there was no visible fracture or any other lead issue via fluoroscopy. The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms on the atrial channel. A revision procedure was performed and this atrial lead was removed from service and replaced. No additional adverse patient effects were reported.